Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and other manufacturer right atrial (ra) lead had abrupt changes in high pacing impedances, where values were high out of range greater than 3000 ohms. The high impedances were being oversensed by the minute ventilation (mv) sensor. The mv was turned off in response. No further information was available. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and other manufacturer right atrial (ra) lead had abrupt changes in high pacing impedances, where values were high out of range greater than 3000 ohms. The high impedances were being oversensed by the minute ventilation (mv) sensor. The mv was turned off in response. No further information was available. No additional adverse patient effects were reported.